Event description:
Reporter indicated that vns pt was experiencing nose bleeds, some of which were reportedly bad enough that pt "passed out". Investigation to date has been unable to determine the reported event was related to the vns therapy or device. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.